Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/j-tube placement. On (B)(6) 2019, the patient underwent a peg tube insertion procedure and initiated duopa therapy. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was hospitalized for abdominal pain. Abdominal CT was performed on (B)(6) 2019 and confirmed a diagnosis of pneumoperitoneum. The patient was treated with unspecified intravenous therapy and unspecified intravenous analgesia. Symptoms have now resolved and patient was discharged from hospital on (B)(6) 2019.